Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report that during removal of the clip delivery system (cds), resistance was felt with the guide tip, and the clip was difficult to retract which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. When the transseptal puncture was performed, the puncture was done through a patent foramen ovale (pfo), creating an angulation with the puncture. The steerable guiding catheter (sgc) and the clip delivery system (cds) were advanced to the left atrium (la); however, due to the angulation of the transseptal puncture, the system could not be advanced to the mitral valve. The decision was made to remove the devices and perform a new transseptal puncture. During removal of the cds, resistance was felt with the steerable guide tip and the clip was difficult to retract. The cds was slightly re-advanced and retracted again but resistance was still noted. Force was used to retract the cds into the sgc, and the devices were removed successfully. After removal from the anatomy, the devices were inspected, and it was found that when the clip was opened, it was jumpy. Additionally, the tip of the sgc was torn. A new transseptal puncture was performed and another steerable guide catheter and clip delivery system were used. Two clips were implanted, reducing the mr to 1-2. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). As the clip delivery system (cds) was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation concluded that the reported failure to advance appears to be related to patient morphology/pathology. However, a definitive cause for the reported difficult cds removal and clip actuation issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report filed, additional information received:echo visualization was difficult during the procedure. Fluoroscopy was used while retracting the clip delivery system into the steerable guide catheter.